Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product the manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that he has had several issues with knives not being sharp during a procedure while performing the paracentesis. The cases were completed using alternate knives. This is the third report of five for this facility. There has been no harm to the patients. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
No sample has been returned for evaluation for the report of dull; therefore, the condition of the product could not be verified. A review of the related device history records for the possible lot numbers indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are (B)(4) additional complaints associated with the lot for the reported issue. No sample was returned and the device history record review of the lot number provided indicated product was released according to the product¿s acceptance criteria, therefore the root cause for the defect experienced by the customer cannot be determined. The manufacturer internal reference number is: (B)(4).